Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has a blinking red x and is chirping. The customer replaced one battery and the red x went away. There was no reported patient involvement/adverse patient impact.